Event description:
Follow up reported the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or representative and their concerns were resolved. Refer to manufacturer report # 3004209178-2012-09646.

Event description:
It was reported that the patient was told by his health care provider (hcp) that "the resistance of two of his contacts were so high that they believed that there was some corrosion of those contacts". It was noted that the patient was never programmed on those contacts, so it had "never really been an issue for him". It was further noted that the one of the patient's physicians "offered to replace the lead", but the other was "not for it". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-09646.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3391s-40, lot# v257753, implanted: (B)(6) 2010, product type: lead. Product ID 3391s-40, lot# v257753, implanted: (B)(6) 2010, product type: lead. (B)(4).